Event description:
It was reported patient presented in the ER after receiving multiple inappropriate hv therapy due to noise. Intermittent noise was observed throughout the vf episodes. High, out of range pacing lead impedance and high, out of range high voltage lead impedance were observed. Device was explanted and replaced . Patient had no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported high impedance and noise were confirmed in the laboratory. Bench testing noted high frequency noise due to oscillating voltage. Further analysis indicated a capacitor connection anomaly as the cause of the reported field events.